Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Manufacturer narrative:
It was reported that patient underwent d&c and hysteroscopy on (B)(6) 2008 (B)(6) due to postmenopausal bleeding and thickened endometrial lining.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent: -a total laparoscopic hysterectomy, bso, lysis of adhesions, mcmall culdoplasty, uterosacral ligament placation, uterosacral ligament colpopexy, revision/excision of mesh, cystocele repair, and rectocele repair on (B)(6) 2009. The explants occurred due to pain, chronic uti¿s and voiding dysfunction; - a laparoscopic ventral hernia repair on (B)(6) 2011. No additional information was provided.